Manufacturer narrative:
Insulin pump passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted, however, hardware low level failures is found in the formatted history file due to broken traces at pin 6, u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was unknown. Customer able to clear the alarm and finish prime process. Customer states self-test was failed. The insulin pump will not be returned for analysis.